Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 21/may/2024.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Event description:
Healthcare professional reported, a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted, no manufacturing issues were observed.

Event description:
Device has been explanted.